Event description:
Pt was diagnosed with metastasis of a peritoneal cholangiocarcinoma and a biliary wallflex stent was placed by ptc. The pt then presented with gastric outlet obstruction (goo) and a 9cm evolution stent was placed with good success. Patient came back again with goo symptoms. It was confirmed that there were little wires in the esophagus and stomach (two in total). Further inspection confirmed an unraveled stent pre pyloric where the stent was placed in (B)(6) 2013. A section of the device did remain inside the pt's body as the evolution stent was kept in situ and a new stent was placed. The pt presented with goo, required a gastroscopy, required retrieval of the broken wires and placement of a new stent due to this occurrence.

Manufacturer narrative:
Two stent fragments from a stent of unk of unk lot were returned for eval. They were not returned in the original device packaging. An x-ray image was also provided. On eval of the two returned stent fragments, it was confirmed that the stent had broken and the two wire fragments had separated from the rest of the stent of the stent. Both of the loose wires returned contained a crown and were confirmed to be part of one of the stent flanges. One wire fragment was measured as approx. 7cm with the crown positioned at approx. 3.8cm. The second wire fragment was approx. 5.2 cm. No degradation of the stent wires returned was noted. The struts did not appear weakened. The struts were examined under the microscope and the edges were noted to be clean cut/sheared. One wire was manually pulled and stent fracture could not be replicated. One of the wires was then deliberately bent and manipulated repeatedly until it broke. The edges of the wire that had been deliberately broken in this manner were examined under the microscope and the edges were noted to be clean cut/sheared. The edges were noted to be consistent with the edges of the broken wires as returned by the user. From a review of the x-ray image provided, the stent had come apart of the flange in the stomach. The marker bands present on the stent flanges were noted to be in the expected position on one stent flange and this stent flange appeared intact. The stent flange present in the stomach was not intact and it was confirmed from the image that some wires had unraveled. One marker band on this stent flange was not in the expected position as it was located in the stent body area rather than the stent flange area. It is likely that the marker band came off the wire when the stent broke. Stent fracture could be confirmed based on the image provided and from the two broken stent wires that were returned for eval. It is possible that if stent size selection and positioning of the stent relative to the stricture was not optimal, this may have resulted in excessive kinking/bending of the stent which could have contributed to this issue. Add'l info has been requested to confirm stent size selection and stent positioning. The IFU for this device (ifu0053-7) provides recommendations for stent size selection as follows: "a stent length of at least 4cm longer than the stricture is recommended (e.g. Approx. 2 cm longer at either end of the stricture)" in addition, the IFU also recommends to use fluoroscopic monitoring with endoscopy for accurate stent position and that stent recapture is possible up to the point of no return position. As actual use conditions cannot be replicated in the laboratory we are unable to conclusively determine the cause of this complaint. As part of design validation, fatigue testing was performed to test fatigue caused by peristaltic motion in the duodenal/colonic tract. Corrosion testing was also conducted. Both of these tests validated the stent would remain intact for 1 year. It is noted that the returned stent wire material showed no degradation. In this case, the stent was in place for 7 months prior to the incident. Prior to distribution, all evolution devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the qc record for the evolution device and stent component involved in this complaint was not possible as the lot number of the device was not provided. As the lot number of the evo-22-27-9-d device involved in this complaint was not provided, it was not possible to determine if there were any other devices of the same lot number in stock at cook ireland. Evolution duodenal stent systems in used in palliative treatment of duodenal or gastric outlet obstruction and duodenal strictures caused by malignant neoplasms. From the info provided, the broken wire fragments were removed from the pt, the rest of the stent was kept in situ and a new stent was placed. Complaints of this nature will continue to be monitored for potential emerging trends.